Event description:
Upon completion of a three hour dialysis treatment, the pt developed chills, fever and generalized flushing with a sudden onset of abdominal pain. The pt was transported to the hospital for eval. Lab work revealed the pt had a decrease in the hemoglobin value and the presence of schistocytes in the blood smear. The pt received blood transfusions and remained hospitalized 8 days with the diagnosis of hemolysis. The pt continued to hemolyze in the hospital after treatment was discontinued - this suggests that the hemolysis was not related to the disposable products; in the case of mechanical hemolysis, one would expect to see the hemolysis resolve when exposure to the products ended. We also considered and were able to rule out that the incident was not related to exposure to a pathogen, renalin from cleaning the dialyzer or an autoimmune reaction. Ultimately, we could not establish the root cause. An onsite investigation was conducted by a gambro sr. Clinical complaint investigator. The facilities biomedical technician and a gambro technical service rep inspected the phoenix machine. Both independently determined the machine was operating within MFR's spec and the machine passed the blood pump rotor test. The phoenix machine was returned to service.

Manufacturer narrative:
The cartridge blood tubing set used at the time of the dialysis treatment was discarded and not available for analysis. Retained samples from the same lot number 07q158220 were visually inspected, functional and dimensional testing performed with no failures detected. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of causation or liability.